Event description:
It was reported that the device exhibited a force sensor problem. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a plunger tube bend. No errors were found in the event history log. Functional testing was able to replicate the reported issue; the pump turned on with a plunger sensor error and upon further inspection it was found that the plunger sensor was unable to detect the syringe. The root cause was determined to be a malfunctioning plunger sensor and bent plunger tube. The plunger and plunger tube were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.